Event description:
On (B)(6) 2015, patient tested 5.4 inr on a professional coaguchek xs system while a comparison lab returned as 4.0 inr. Patient was advised to continue to hold coumadin treatment based on lab result and to get retested on (B)(6) 2015. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.